Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels ranging between 300-450mg/dl and moderate levels of ketones. The customer stated that they would not receive any alerts or alarms on the pump indicating a pump issue. The customer would change their pump supplies, deliver a correction bolus, and at times administer a manual injection in order to decrease their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to different issue identified.